Event description:
String broke immediately after opening the package device breakage. Case narrative: consumer reported via email that the tampon string broke immediately. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.